Event description:
It was reported that the lightsource intermittently flickering; no error messages reported.

Manufacturer narrative:
Additional info will be provided once investigation is completed.